Event description:
A pt was on a bed. The bed malfunctioned and the cushions from shoulders to feet deflated. The bed would then not rotate. The rep was called x 2 and did not respond for many hours. The staff was able to get the bed to rotate in the elevated position, but needed a step stool to care for the pt. The rep worked on the bed. Once the cushions were inflated, the rep left. Later that night, the staff hit the up button and the head went down. Due to the size of the pt another bed was not available until the next morning. There was no skin breakdown or other adverse impact to the pt from laying on a deflated mattress.